Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-12426 submitted on jun 13, 2022. Product was within abbott control and not in presence of a customer. This was found within internal testing. Item does not currently meet MDR filing requirements. H6 - investigation conclusion 4316 - code not available as report was retracted.